Event description:
Thrombotic embolism: on (B)(6) 2022, the stent-graft was implanted successfully, and the patient has been under outpatient observation. Follow-up examination on (B)(6) 2023, revealed that a thrombus attached to the stent-graft and blood flow in the stent-graft was reduced. As an additional treatment, a bare stent (smart, cordis) was additionally placed at the site of reduced blood flow due to the thrombus, and blood flow was secured. Comments from the physician: the abi (ankle brachial index) decreased, but the patient had no symptoms. The physician does not believe that this was attributable to the stent-graft. Operation type: evar ancillary device: treo main bifurcated stent-graft: 28-b2-30-100u, 2107190236 treo leg extension stent-graft: 28-l2-20-100u, 2106260250 (tc#(B)(4)) patient outcome - "the patient's condition is favorable."

Event description:
Thrombotic embolism: on (B)(6)2022, the stent-graft was implanted successfully, and the patient has been under outpatient observation. Follow-up examination on (B)(6)2023, revealed that a thrombus attached to the stent-graft and blood flow in the stent-graft was reduced. As an additional treatment, a bare stent (smart, cordis) was additionally placed at the site of reduced blood flow due to the thrombus, and blood flow was secured. Comments from the physician: the abi (ankle brachial index) decreased, but the patient had no symptoms. The physician does not believe that this was attributable to the stent-graft. Operation type: evar ancillary device: treo main bifurcated stent-graft: 28-b2-30-100u, 2107190236. Treo leg extension stent-graft: 28-l2-20-100u, 2106260250. (B)(4). Patient outcome - "the patient's condition is favorable."